Event description:
A report was received that the patient was experiencing pain in her leg and ipg site as well as weakness in her leg. The patient was prescribed pain medication.

Event description:
A report was received that the patient was experiencing pain in her leg and ipg site as well as weakness in her leg. The patient was prescribed pain medication.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm; model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.